Event description:
It was reported that the patient experienced skin erosion due to the 'sharp corners' on the implantable neurostimulator. The device was subsequently replaced. Additional information has been requested, but was not available as of the date of this report.